Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the monitor failed to perform a baseline recording. Upon evaluation, the r781 resistor was open. The cause of the constant gong alarms is the open resistor. The root cause of the open resistor cannot be positively identified. Open r781 resistors are consistent with external defibrillations. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.